Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the stage one trial leads were removed due to infection. The patient experienced tenderness at the left foramen needle insertion site. The leads had been sent for culture testing. Perioperative antibiotics were administered and the patient was to rest for eight weeks. The infection had resolved.